Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, the nurse found that the alarm silence/reset button lamp was blinking without an audible alarm. The patient was transferred to another ventilator. There were no negative patient consequences reported.